Event description:
There was an allegation of a questionable calcium gen. 2 result from the cobas 8000 cobas c 701 module. The initial result was 6.81 mg/dl and the repeat result on a different cobas c701 analyzer was 9.5 mg/dl. The repeat result was believed correct.

Manufacturer narrative:
The reagent lot number was 73362001 with an expiration date of 30-sep-2024. The qc recovery was in the acceptable range. The analyzer alarm trace contained abnormal aspiration (sample probe a) and abnormal aspiration (sample probe b) alarms. The field service engineer could not find a cause. He checked the rinse tubings and rinse nozzles, adjusted the cuvette wash and gear pump pressure, and confirmed the reagent probe washes. He successfully performed instrument checks and precision testing. The investigation did not identify a specific product problem. The cause of the event could not be determined.